Event description:
Health professional reported a "band and port [removed] due to band intolerance and reflux. Switched to roux-en-y gastric bypass." Health professional has declined to provide add'l info.

Manufacturer narrative:
Taper ii. Allergan has received the product; however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Intolerance and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: caution: pts with barrett's esophagus may have problems associated with their esophageal pathology that could compromise their post-surgical course. Use of the band in these pts should be considered on the basis of each pt's medical history and severity of symptoms. Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the sys or who have exhibited pain intolerance to implanted devices."